Manufacturer narrative:
Device evaluation: one bci monitor device was received for investigation in good condition with a purple boot. The monitor was powered on and it was found that every other line of the lcd was missing. Upon reflow of all solder joints on the device lcd driver, all segments then presented on power up. Based on the investigation and testing, the complaint was confirmed. The display issue was noted to be a result of impact sustained by the monitor during use and handling. The evaluation noted that the protective boot around the device housing acts as shock absorber, preventing damage to the housing. However, pressure to the display and centrifugal forces in the time of impact affects pixel alignment in the lcd grid, known for resulting in pixels damage. It was also stated that the operation manual informs the user in chapter 1 & 3 in the warning section with the following information: "any monitor that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation."

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor had display failure. There was no patient involvement and no clinical injury associated with this event.